Event description:
Customer reported recurrent corneal erosion of the left eye post bilateral lasik. Patient's initial surgery took place in another location one year prior. Additional information from the customer indicated no additional treatment was provided by the facility patient is currently seeking care from. The patient was referred to a corneal specialist for stromal puncture. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).